Event description:
The balloon broke off when the physician was removing the catheter after the procedure (declot). The balloon remained in the patient, and the physician placed a stent (bard fluency) to cover the balloon. The patient is fine and not injured.

Manufacturer narrative:
We have received the device for evaluation and were able to confirm the failure: the balloon of the catheter was missing. The root cause of the failure is inconclusive. It is possible that patent's tortuous anatomy contributed to the failure. We will continue to monitor this issue. A follow-up report will be sent if any additional findings from the investigation and evaluation will be revealed. A lot history investigation was performed. The device history record review did not reveal any discrepancies related to the complaint event during either the manufacturing or the packaging processes and there were no unresolved issues related to the complaint event. In addition, please note that there was no injury to the patient.